Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) burst. The device stopped working; the outer layer of the cylinders sheared. It was noted that the device exhibited fluid loss. The existing device was explanted. There were no patient complications reported.